Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative secondary surgical intervention to rotatte the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned.